Event description:
A surgeon reports a patient is complaining of blurred vision, following intraocular lens implant surgery. Upon examination, the surgeon reports observing a "grittiness" on the posterior surface of the lens. A yag was performed in 2006 with no improvement.

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. This report was mailed to the FDA on: 6/29/2006.